Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed with bad speaker. This occurred during preventative maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was evaluated on site by a baxter field service technician. During functional testing, bad speaker was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker/ volume was very low even when set on high. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.